Event description:
As reported by the user facility: called to pt room as smoke in air and electrical fire smell. Pt called nurse as braun pump had shorted out. Cord removed from outlet prior to nurse entering room. Pump cord had surge protector (dc converter). Dc converter had black soot on it and on floor. Large lightning flash from near IV pole and popping noise. Smoke smell in room. Earlier on night shift, leak in IV fluid from bag hanging on pole and surge connector might have been wet. IV pole was not braun pryor pole. Not sure if IV fluid bag was braun's.

Manufacturer narrative:
(B)(4). B braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). One power supply, part number #8713112a and one space pump, part number 8713050u, were received for evaluation. Functional testing was performed on the pump and no issues were noted. However, the reported event of a 'shorting out' power supply was confirmed. A historical review of the customer complaint database, dating back one year revealed no adverse trends of this nature against p/n 8713050u or evaluated part number 8713112a. Per the event description, the facility indicated that there had been a leak of IV fluid from the bag hanging on the pole and the surge connector might have been wet. It is likely that the IV fluid could have come into contact with the part and caused a short circuit. However, this potential root cause could not be definitively confirmed. It is important to note that within the IFU for the infusomat space pump, it does indicate to "protect the device and the power supply against moisture."